Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.9., h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular fibrosis" grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed two openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Then healthcare professional reported "palpated - suspicion of rupture". Then healthcare professional reported "capsular fibrosis". This record is for the right side. Device was explanted. Device has been returned.

Event description:
Patient reported "rupture". Then healthcare professional reported "palpated - suspicion of rupture". This record is for the right side. Device remains implanted. Return status is unknown.

Manufacturer narrative:
Reason for reoperation: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.